Event description:
It was reported that a pt underwent a hysterectomy in 2008. During the procedure, the blade was spinning but the device would not "chew" the tissue. It was suspected that the blade was dull. A second device was opened and the procedure was successfully completed with no adverse consequence to the pt.

Manufacturer narrative:
Date sent to the FDA: 05/29/2008. -(blade dull/poor cutting) - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.